Event description:
During the implant procedure, the leadless pacemaker (lp) was not mechanically stable after the first fixation. The lp was repositioned, and inadequate capture threshold was observed. The healthcare provider attempted to re-dock the lp for repositioning, however, a tether wire broke off of the delivery catheter. As a result, the lp was released prematurely despite being successfully fixated to the heart wall. It is unknown if the tether wire remains attached to the lp or is free floating in the patient¿s body. The procedure was ended successfully. The patient was stable.

Manufacturer narrative:
The reported event of ¿doctor decided to re-dock for repositioning, the tether wires broke, and therefore the device was released involuntarily¿ was confirmed. As received, a catheter was returned in one piece without a device attached. Visual examination of the catheter did note the valve bypass tool (vbt) was slid passed the distal cap and protective sleeve, and bond separation was noted adjacent to the distal cap consistent with procedural damage. Analysis noted bullet was missing from one of the distal tether wires at the distal end of the tether. X-ray examination noted multiple coils offset at the torque coil distal region and noted bullet missing from one of the distal tether wires at the distal end of the tether. Scanning electron microscopy (sem) analysis was performed and confirmed the one tether wires was fractured. The initiation of the crack was caused by fatigue. The mechanical grinding marks could be one of the contributing parameters for crack initiation majority of the fracture surface is over-load ductile fracture.